Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the material rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined that the material rupture and physical resistance appears to be related to circumstances of the procedure. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the 90% stenosed, concentric, heavily calcified, non-tortuous, de novo, mid left anterior descending (lad) coronary artery, the 3.0 x 15 mm multi-link 8 stent delivery system (sds) met some anatomical resistance short of the target lesion but was inflated once at 6 atmosphere (atm) when a pinhole rupture was noted. Additionally, the pressure was increased from 6 atm to 8 atm and the stent was implanted in the lesion without issue. The procedure was completed after post-dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.